Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There was no evidence to suggest that a device malfunction occurred.

Event description:
Left hip revision after treatment for infection. A second acetabular liner was needed because bone ingrowth around the acetabular shell prevented the first liner from locking into the shell.